Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose levels were between 30 mg/dl and 60 mg/dl, 50 mg/dl, 160 mg/dl, below 40 mg/dl. The customer was treated with apple juice and proteins for low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer did not allege the insulin pump for over delivery. The customer stated that the insulin pump was on auto mode. The insulin pump will be returned for analysis.